Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by a clinical database that a patient developed fluctuations in his mental status and a facial droop. It was described as likely multifactorial in the setting of his recent surgery, ICU admission and uremia. The site reported that the patient's condition could be related to lacunar infarcts or multifocal embolic infarcts. The site further reported that the event is related to a central nervous system infection; but is most likely related a multifactorial encephalopathy as opposed to ischemic stroke. Six days after the initial onset of the patient's symptoms, he developed left hand weakness and a flattened right nasolabial fold. Based on the available information there is no evidence to suggest that the reported event is related to the use of the device. Clinical factors that may have contributed to the patient outcome are the patient's past medical history of transient ischemic attacks and atrial fibrillation, his recent surgery (including cardiopulmonary bypass), his ICU admission and post-operative uremia. The root cause of the reported event cannot be conclusively determined however there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks that can include changes in neurological function. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management.

Event description:
It was reported by a clinical database that a patient developed fluctuations in his mental status and a facial droop. It was described as likely multifactorial in the setting of his recent surgery, ICU admission and uremia. The site reported that the patient's condition could be related to lacunar infarcts or multifocal embolic infarcts. Given the patient's pre-existing regimen of warfarin and aspirin, the patient's medical management was not changed. The site further reported that the event is related to a central nervous system infection; but is most likely related a multifactorial encephalopathy as opposed to ischemic stroke. Six days after the initial onset of the patient's symptoms, he developed left hand weakness and a flattened right nasolabial fold. The event is reported to have resolved by (B)(6) 2014. The primary investigator reported that the event was unrelated to the hvad system, possibly related to the hvad procedure and related to the patient's condition.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.